Event description:
A female pt admitted for open reduction internal fixation of the radius in 2008. Post op films of repair demonstrate good alignment and an intact plate with 6 screw. The plate remains intact on first post-op visit at about 6 weeks later. The patient began to experience increased pain. In the following day, the x-ray exam showed the plate had cracked. The pt was placed in a cast (the pt had been immobilized by a splint). The pt did not experience any trauma nor did she lift anything since the fractured left arm - the co representative was in attendance during the procedure.